Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge side assessed, as unidentified (tear) opening. One opening on valve side assessed, as cracked valve seat diaphragm valve and one opening on plug strap bond edge side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed, wear abrasion is observed, white particles on device inner surface are observed, white particles calcification-like were observed, on the shell.

Event description:
Healthcare professional reported, a right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.